Event description:
It was reported that the device will not charge. The device is also failing the user test, and it has a service light displayed with an error code logged in memory. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The therapy pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly; however, the reported failure was not duplicated. Several user tests were performed with no errors and defibrillation functioned properly. The root cause of the reported failure was not determined.